Event description:
It was reported that the left ventricular lead dislodged. The lead and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found. Outer insulation breached cut and blood noted on all conductors (not obstructed). Full lead was returned and analyzed.